Event description:
Device was used during a laparoscopic hernia procedure. The staples were hanging up on the instrument. The surgeon used another instrument to complete the procedure. The hosp has reported that no pt injury occurred.